Manufacturer narrative:
The referenced device was not returned to olympus as the device was returned to olympus discarded by the user facility following the procedure. The cause of the reported event could not be confirmed at this time. Based on similar reported complaints related to the reported device, the potential cause could be attributed to operational (unintended) error. The instruction manual provides warning to mitigate the risk of device becoming damaged inside the patient which states, do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure in (B)(6) 2019, an error "damaged tip" occurred and the teflon tip fell off into the patient. The doctor retrieved the tip from the patient. A new like device was opened and used to complete the intended procedure. There was no patient injury reported. No additional information was provided by the user facility.